Manufacturer narrative:
Results: root cause is undetermined. Device or procedural images not provided for review. No device returned for evaluation. Conclusion: device or procedural images not provided for review. Root cause is undetermined. (B)(4).

Event description:
The physician was using an amphirion deep pta balloon catheter to treat a lesion in the right superficial femoral artery below the knee. The lesion exhibited 99% stenosis and was heavily calcified. No abnormalities noted during preparation and inspection of the amphirion deep device prior to use. No difficulty noted when loading the device onto guidewire. Resistance was noted between the balloon and other devices during delivery of the device to lesion and force used to deliver the device through the guide catheter or on the wire to/across the lesion. When the balloon was inflated to 6 atm for 3 minutes the staff noticed what looked like a kink in the balloon. The balloon burst on the first inflation and when an attempt was made to remove the balloon from patient, the balloon detached from the catheter at the proximal shaft. Force was used/required to withdraw the device and the physician had to use a snare to remove balloon. Future treatment is planned, and patient may be brought back for further angioplasty. No other clinical sequelae were reported for this event.

Manufacturer narrative:
Related to operational context - event most likely procedural related. Patient¿s condition affected effectiveness of device - 99% stenosis and was heavily calcified. Failure to follow instructions - force used to advance the device. Deformation problem. Operational context caused or contributed to the event - event most likely procedural related.

Event description:
Evaluation summary: traces of blood were detected into the balloon and the inflation line. The device was returned broken in two parts and a portion of the guide wire tube with the markers crimped was missing. The outer shaft was found broken close to the proximal balloon welding. The balloon portion was analysed and a torqued point was detected at 35mm from the proximal side. An attempt to inflate the balloon was performed connecting the ruptured point to a pump but no leakage was detected on the balloon surface. No other abnormalities detected on the device.